Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and alleged a discrepancy between the sensor glucose (sg) and blood glucose (bg) value and the insulin delivery was not suspended due to sensor glucose (sg) and blood glucose (bg) difference. The customer reported a blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucose/carbohydrate intake. The event involved product(s) mmt-441ag, mmt-7040a, mmt-342g, mmt-1884. Troubleshooting was partially performed for low blood glucose and the customer has been using the insulin pump system within 48 hours and declined further and it was unknown if auto mode feature was active at the time of event or not. Troubleshooting was performed and the customer had taken the medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The sensor glucose (sg) value from the reported event was 200 mg/dl and the blood glucose (bg) value from the reported event was 50 mg/dl and the difference was not within the target range and was more than 30%. No further patient complications were reported. No product return is required for mmt-441ag. No product return is required for mmt-7040a. No product return is required for mmt-342g. No product return is required for mmt-1884.